Manufacturer narrative:
The reported event of difficulty untightening the atrial setscrew could not be confirmed. Analysis revealed both the atrial setscrew and septum were not returned with the device. Without the setscrew no cause of the problem can be found, and no analysis on it can be performed. No anomalies were found with the parts of the device that were returned.

Event description:
It was reported during a procedure on (B)(6) 2023, the physician had difficulty unscrewing the atrial lead from the pacemaker header. The pacemaker was explanted and replaced within the same operation. Post-procedure the patient was stable.